Manufacturer narrative:
The field service engineer (fse) completed successful instrument checks and a 21-cup precision test. The fse did not determine a cause for the event. Calibration was last performed on (B)(6) 2023 and was acceptable. Qc was acceptable. There is no indication of a reagent performance issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for lpa2 on a cobas c 503 analytical unit. The initial result was 32 mg/dl with a data flag. The customer is repeating all samples with high lpa2 results. The repeat results were 27 mg/dl, 19 mg/dl, 19 mg/dl, 20 mg/dl and 20 mg/dl. The repeat results of 19 mg/dl and 20 mg/dl were believed to be correct. No questionable results were reported outside of the laboratory.